Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-17334). (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported the asymptomatic patient received a patient notification for premature elective replacement indicator. The device was explanted. The patient was fine after the event.